Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report 3005099803-2008-1673 for a description of the first second event. It was reported to boston scientific on september 08, 2005, that a trapezoid rx lithotripter compatible basket device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) four days prior. According to the complainant, "the basket tip broke off inside the patient...." The basket was removed via surgery and the procedure was successfully completed. No patient complications were reported as a result of this issue.

Manufacturer narrative:
A visual examination of the device revealed the basket tip was missing, and the sidecar was severely damaged. The cause of the damage could not be determined.